Event description:
The customer reported that the system displayed a checksum error message and as a result, the system was unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram (random access memory) and the batteries were replaced. The system was then found to be operating as intended.